Event description:
Information was received from health care provider (hcp) via a representative regarding a patient in germany who was receiving morphine 20mg/ml at an unknown dose via an implantable pump. The lot number, dose, concomitant medications, and medical history were not obtainable. It was reported that the pump was implanted on (B)(6) 2016 and during normal use the patient showed signs of allergic symptoms around the skin at the implant site as identified by the patient and the physician. There was question of an allergic reaction. The event date was reported as approximately (B)(6) 20162. It was unknown what diagnostic testing, troubleshooting, actions or interventions were taken. It was noted that "explantation at risk". No surgical intervention occurred but unknown if planned. At the time of the report, the issue was not resolved and the patient was reported as alive-no injury. Additional information from the manufacturing representative indicated that the patient experienced skin irritation and subcutaneous induration. Troubleshooting was performed; suction irrigation drainage with antibiotics (gentamycin). No allergy test was performed. Treatment included; antibiotic and explantation-explant was done on (B)(6) 2016. The patient's status and outcome was good. The product was to be returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the previously reported gentamycin administered was prophylactic. The reason for pump removal was allergic symptoms. The patient did not have an infection.